Event description:
It was reported that this ra lead exhibited noise, oversensing, inappropriate atrial tachy response (atr) episodes, and pacing inhibition. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).